Event description:
At 7-8 months post-op, the tibial plateau started to collapse on the medial side as shown on x-rays. The next follow-up x-ray showed the stem still attached to the baseplate, but the stem was broken, likely due to impingement on the lateral side of the component. Revision surgery was performed to remove the broken components.